Manufacturer narrative:
Device evaluated by MFR.: a mustang balloon device was received for analysis. A visual examination confirmed that the balloon had been subjected to positive pressure. The device was returned with the 6fr introducer sheath used during the procedure. A visual examination identified a complete circumferential tear approximately 10mm proximal to the proximal edge of the proximal markerband. The balloon material was also noted to be torn longitudinally beginning approximately 10mm proximal to the proximal edge of the proximal markerband at the site of the complete circumferential tear, the longitudinal tear extended 23mm distally across the balloon material. A microscopic examination on the balloon identified no issues with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination identified no damage or any issues with the markerbands or tip of the device. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred and removal difficulties were encountered. The target lesion was located in an arteriovenous shunt. A 8.0 x 60, 75cm mustang balloon catheter was advanced to dilate the lesion. Upon the first inflation at 16 atmospheres, the balloon ruptured and the device could not be removed from the patient's body. The patient was sent for surgery and the device was completely removed. No patient complications were reported and the patient¿s status was stable. The patient stayed two more days in the hospital.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that balloon rupture occurred and removal difficulties were encountered. The target lesion was located in an arteriovenous shunt. A 8.0 x 60, 75cm mustang balloon catheter was advanced to dilate the lesion. Upon the first inflation at 16 atmospheres, the balloon ruptured and the device could not be removed from the patient's body. The patient was sent for surgery and the device was completely removed. No patient complications were reported and the patient¿s status was stable. The patient stayed two more days in the hospital.